Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal and throat irritation related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internal part of part of the device secondary findings are contamination on bottom enclouser and dust contaminates on the blower motor. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that there was no unknown piece of contamination on the inside of the bottom enclouser and unkown contamination on bottom enclouser and dust contaminates on the blower motor. Observed no evidence of sound abatement foam degradation and breakdown. Section h6 updated in this report.